Event description:
Laparoscopy disc hand access device ripped during laparoscopically assisted colectomy. Device was removed from the field and replaced. The surgery was concluded without further incident and there was no harm to the patient.